Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump had a weird reading and alarmed motor error during bolus. The blood glucose reading was 185mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. During the call, the spouse stated that his wife was taken to the emergency room with diabetes ketoacidosis and high blood glucose of 785mg/dl. He stated that the customer was exhausted, confused, and had positive ketones. They removed the device and treated with an insulin drip. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.